Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the fifth firing of a laparoscopy assisted distal gastrectomy, while performing side-to-side anastomosis, the device was attempted to be fired, but the reload could not be fired. The reload was replaced with a new one and the operation was completed. There was no patient injury.